Event description:
Reporter stated that she obtained a result of 104 mg/dl on her compact plus system and then she took her normal set 14 units of humulin 70/30. Reporter stated that 15 minutes later she obtained a result of 112 mg/dl and then passed out 15 minutes after that. Reporter stated that she awoke about 2-3 minutes later and self-treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.